Event description:
It was reported that tandem charging supplies became hot while being used to charge the pump, though there was no issue with the pump's temperature. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the tandem charging supplies.